Event description:
While following mfrs IFU and in the presence of representatives of MFR, a repeated attempt to place the intrathecal catheter resulted in the distal 8cm of the catheter to shear off inside the intrathecal space.